Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during performing planned treatment. The procedure was completed (as planned) by restarting the system. A field service engineer (fse) examined the system onsite and confirmed the reported issue. Upon reviewing the log files, the fse determined that the swivel and tilt amc drives were experiencing communication issues. Fse found the cn1 connector on the tilt amc drive was not fully engaged, but the cabling and connections were verified to be secure and in good condition. The cabling was reviewed and found secure. The customer was advised to monitor the system for any recurring issues. After the reseating the cables, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as planned by restarting the system. Since the issue is not an urgent problem, allows for the system to be utilized. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.